Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic; the outer flow tubing exhibits signs of abrasions; fiber stop sign indicator (red octagonal dot) is erased. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a prostate procedure @89,973 joules and 13:07 minutes; "clean fiber with no error message nor code" was noted. The procedure was completed using second fiber. Patient outcome: "no injuries to the patient" was reported.